Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) one opening assessed as surgical damage and missing shell assessed as inconclusive. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, h.3, h.6.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.